Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. The dissection tip was not returned, therefore was unable to be evaluated for the reported failure "cracked tip." The cannula was returned. Signs of blood and clinical use were observed. The cannula showed no visible defects. The cannula was evaluated for insufflation port availability. The insufflation port was open and allowed air to freely pass. The test was repeated five (5) times and no blockage was observed. No damage was observed to the port or the inflation valve. Based on the results of the investigation the reported complaint was unable to be confirmed. We were unable to observe a blockage in the distal insufflation port .

Event description:
The customer reported that it appears that they were unable to get insufflation when using the harvesting cannula. There were no issues when using the dissector scope, but when they went to the harvesting cannula they were unable to get insufflation and thus a good tunnel. They opened a new kit and had no issues. The insufflation and the tunnel were great.